Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intravia bag leaked from the medication port. The device was filled with an unspecified amount of fentanyl. The event occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device evaluation was completed. The device was visually tested and underwent a leak test which determined that the sample had a leak around the medication port. The reported event was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.